Event description:
Pt with veptr implants experienced a dural tear. Treated with antibiotics, bed rest and vac dressing.

Manufacturer narrative:
Information was not provided during initial report. Additional information was requested, however, returned document did not include this information. Manufacturer cannot be determined without a part number. Manufacture date and 510k/PMA cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. This is one of 24 reportable veptr events received on march 3, 2009 from this healthcare facility.